Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during insertion of a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, the sheath was inserted into the left atrium (la), dilator and wire were removed and the physician aspirated. The bubbles were coming through the flushing port into the syringe. More than 3 big syringes were used and bubbles were still coming, it is suspected the valve is broken. Sheath was changed and procedure was completed. No patient complications were reported. Device is expected to be returned. It was further reported that air was seen in the sheath during aspiration after the dilator was removed (before the catheter insertion). Air was only seen in the flushing line and syringe. Bubbles were seen in the flushing line (the small tube going from the handle). No bubbles were seen in the transparent part of the sheath. No air was seen in the patient. Tracking number for product return is not available.